Event description:
The customer reports initial run elevated platelet results being generated on patient samples tested on a cell-dyn emerald analyzer. An example given is an initial platelet result of over 1000000/ul that retested at 162 k/ul. The customer reports numerous wbc (l2, l3) and platelet (p1) errors on multiple samples collected in tubes and as fingersticks. Controls are within specifications. Abbott customer support worked with the customer to troubleshoot the issue. The above sample was again retested with a result of 168 k/ul with no error flags. The customer will continue to monitor the issue and requested a service call. No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
There were no returns from the customer site for this evaluation. An abbott field service engineer (fse) visited the customer site and found that the cell-dyn emerald analyzer was positioned on a counter top between two centrifuges. The fse had to stabilize the analyser because it "wobbled" on the counter top. The fse also replaced the instrument's counting chamber. It was also noted that the customer tested patient samples almost immediately after they were drawn. No other instrument issues were noted. The fse performed maintenance procedures and retested the suspect sample, which now generated a result of 168 k/ul. Instrument performance was acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn emerald operator manual contains information to address the current customer issue. (B)(4).